Manufacturer narrative:
It was reported that after around 2 months of stent placement; the stent was found migrated into the small intestine and was removed. After removal, it was confirmed that the stent was fractured. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analyze since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
(B)(6) 2025: the stent was placed at the stenosis of the pylorus due to stomach cancer. (B)(6) 2025: the patient developed ileus, and the stent was found migrated into the small intestine. The physician found that mechanical blockage occurred due to the stent that migrated into the small intestine. The stent was removed from the patient's body by surgery. (B)(6) 2025: the stent was found partially fractured at the center. The physician commented that the stent may have migrated caused by tumor shrinkage by chemotherapy. The physician also commented that it is unclear if the stent migration is related to stent fracture. No additional stent will be placed in the stenosis site because the tumor shrank due to chemotherapy. There were no patient complications as a result of this event.

Event description:
(B)(6) 2025: the stent was placed at the stenosis of the pylorus due to stomach cancer. (B)(6) 2025: the patient developed ileus, and the stent was found migrated into the small intestine. The physician found that mechanical blockage occurred due to the stent that migrated into the small intestine. The stent was removed from the patient's body by surgery. (B)(6) 2025: the stent was found partially fractured at the center. The physician commented that the stent may have migrated caused by tumor shrinkage by chemotherapy. The physician also commented that it is unclear if the stent migration is related to stent fracture. No additional stent will be placed in the stenosis site because the tumor shrank due to chemotherapy. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that after around 2 months of stent placement, the stent was found migrated into the small intestine and was removed. After removal, it was confirmed that the stent was fractured. As a result of analysis of returned device, only the stent was returned. About half the stent was fractured and the fractured part was covered in foreign materials. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. In addition, migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is a part with active peristalsis. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the description, "the stent was found partially fractured at the center" and "stent may have migrated caused by tumor shrinkage by chemotherapy" and the fractured stent covered in foreign materials, it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly. Then, it is considered the fractured stent was migrated into the small intestine due to combination of stent fracture, strong pressure generated from the patient's lesion, peristalsis of organs, chemotherapy and foreign materials such as food complexly. After that, based on the description "mechanical blockage occurred", it is assumed obstruction occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly and the fracture part was removed. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture, migration, stent occlusion". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.